Event description:
Clinic notes were received as part of the referral process for generator replacement. The physician sent in clinic notes which stated that the device appeared to be delivering "near normal current¿ and noted that it is possible that the device is not delivering full output at this time. The physician indicated that he does not feel that the patient has a lead break since the lead impedances remained unchanged. The physician mentioned that it is possible that the device is not delivering full output at this time and he decided to decrease the output current for both normal and magnet settings. Ohm's law calculations determined that the patient's generator should have been able to provide at least 4.256 ma of output current. The manufacturer's device history records were reviewed. The generator passed final quality and functional testing prior to final release. No other relevant information has been received to date.

Event description:
Additional information was received reporting that the patient's device had programmed to 0ma output current upon initial interrogation. A data download from the date of this event was provided and reviewed further. Internal investigation identified that the software will provide an invalid parameter values warning and set all output currents to zero if specific criteria are met, which include: a m106 ipg with at least one of magnet and/or autostim output current programmed to 3.5ma and normal mode output current programmed to less than 3.5ma. Autostim is enabled. Frequency and the other currents meet the following criteria: frequency - 25hz / normal mode output current - 3.25ma / autostim or magnet current is at least - 3.25ma. A frequency change has not occurred since the last time the 3.5ma current(s) was programmed. All criteria listed above were met indicating that the generators previous settings had resulted in the device programming to 0ma output current upon initial interrogation. It was also reported that the patient's father reported that the patient had experienced increased seizures about 3-4 weeks prior to surgery, which he is unsure are related to the vns battery depletion or a recent change in the patient's medications. Multiple attempts have been made to the physician's office for clarification on what they observed to conclude that the device was delivering "near normal current;" however, no response has been received to date. An implant form was received confirming that the patient's device was explanted and replaced due to battery depletion. The explanted product has not been received to date. No other relevant information has been received to date.